Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the illuminator lamp was out and needed to be replaced. There was no patient involvement. Additional information was requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp in the table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).